Event description:
It was reported that prior to starting a da vinci surgical procedure, the wires were coming out of the tip of the pk dissecting forceps instrument. There was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch up cable broken at the distal clevis hub. Broken cable segment that contains the crimp was still installed in the clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.